Manufacturer narrative:
The service repair technician (srt) confirmed the reported issue. The srt replaced the flowmeter. The device operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity (reconditioning), the flow could not be adjusted to zero (0) flow on the electronic patient gas system (epgs). The flow could only be adjusted to 0.88 liters per minute (lpm). It was determined to be an "out of box" failure of the flowmeter. There was no patient involvement.